Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that during a revision surgery on (B)(6) 2021, the ceramic head could not be removed from fitmore shaft. Harm: unknown harm. Hazardous situation: user cannot remove existing and well-fixed implants during a medical or surgical intervention. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: visual examination: the visual examination shows the stem and head still connected to one another. Both devices have damages, including scratches and gouges, on their surface. The stem also has a white substance on areas of its surface. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. 5. Conclusion: it was reported that during a revision surgery on (B)(6) 2021, the ceramic head could not be removed from fitmore shaft. Based on the investigation the reported event can be confirmed. The quality records for part # 0100551204, lot # 2895627 show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Due to significant lack of information for part # 00877503601, lot # unknown, a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are available.

Manufacturer narrative:
Medical products: fitmore stem hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a revision surgery the ceramic head could not be removed from the fitmore shaft. The patient was implanted on an unknown date in 2017. The reason for revision surgery is unknown, revision surgery was performed to replace the head and cup.